Event description:
It was reported that the patient experienced deflation issues and kinked tubing with an inflatable penile prosthesis (ipp) leading to a revision surgery. During the procedure the existing cylinders and pump were replaced; however, the existing reservoir was retained. There were no patient complications.